Event description:
It was reported that the micro reciprocating saw was overheating during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the offset gear shaft was found to be damaged.